Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/10/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The reaction was located on the upper buttocks directly under sensor insertion site, without extending beyond the sensor patch. The patient's mother stated that after she applied the sensor on (B)(6) 2016, on (B)(6) 2016 it began to itch and she saw redness. Upon removing the sensor, the reaction site appeared as a chemical burn and excreted yellow pus. The patient's mother applied prescription steroid cream and prescription hydrocortisone cream to skin reaction site. The steroid cream and hydrocortisone cream which were both prescribed as a result of a previously-reported skin reaction. The patient's mother also consulted with the patient's endocrinologist regarding skin reactions from the dexcom system during a regularly-scheduled visit on (B)(6) 2016. The patient's endocrinologist at that time advised to continue use of the existing prescription steroid cream and hydrocortisone cream, and did not prescribe any new medications to treat the skin reactions. At the time of contact, the patient's condition had improved. No additional event or patient information was provided.